Event description:
It was reported the patient experienced an infection at the lead site resulting in wound dehiscence. As a result, surgical intervention was undertaken wherein the system was explanted. The infection is being treated via IV antibiotics.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site. The entire system was explanted; however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of the lead. Based on the documents reviewed, the source of the infection is yet to be substantiated.